Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The sensor was saying they had a low blood glucose level of 43 mg/dl and they ate based off it. They then later checked the blood glucose and it was 276 mg/dl. The sensor was saying they were at 56 mg/dl and it was suspending the insulin pump. They tried calibrating twice but received a calibration not accepted and a change sensor. They also had another sensor that did the same thing. Troubleshooting was performed. The sensor¿s cannula was not bent. The product will be replaced and returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.